Event description:
Additional information received from the consumer reported the patient the patient had an infection approximately one and a half weeks after implant that resulted in explant. They did not know if it was just the stimulator area or a specific area. A culture was done and determined there was a staph infection. Two course of antibiotics and a course of "bacerim" was given as an intervention. A new device was not implanted for approximately 8 weeks post removal.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient and a healthcare professional reported via the manufacturer¿s representative (rep) at their post-operative appointment there was redness and tenderness at the battery implant site. The physician¿s assistance was concerned with the wound and instructed the patient to follow-up in one week to recheck the wound. No diagnostics were run. It was noted the device was functioning appropriately and reprogramming was performed. At the patient¿s follow-up appointment on (B)(6), the patient¿s symptoms were resolved and there was no infection noted. No actions, interventions, or troubleshooting were completed to resolve the patient¿s symptoms. The cause of the patient¿s symptoms wasn¿t determined. The issue resolved and the patient was happy with stimulation and coverage with good relief. Additional information received on (B)(6) 2015 reported that they felt the patient was ¿rejecting¿ the device. The doctor felt that the implantable neurostimulator (ins) was implanted in an area where there wasn¿t enough ¿cushion¿ thus the irritated skin appearance. The plan was to move the ins from the right flank to the right abdomen. The ins pocket was opened on (B)(6) 2015 and there was a small amount of yellow fluid and a film over the battery. Samples were sent to the lab for a stat gram stain. The test was positive for cocci. The leads and battery were explanted. The patient was taking oral antibiotics and the issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported this was patient¿s second stimulator and with the first stimulator, the doctor who was involved when he got (B)(6)from his first stimulator and they had to take it out and put his current implant in. It was mention in previous call that patient got and this time patient got (B)(6). Patient services asked patient if he was referring to the same thing, patient said it was the same issue. Patient stated that (B)(6) are different though because staph did not resolve with 3 courses of antibiotics. No further complication and events were reported.